Event description:
It was reported that a clearlink non-dehp extension set with filter experienced no flow. The set had been primed under a sterile hood by a nurse. The set was then connected to the patient, at which point the fluid would not flow past the filter. This occurred during patient infusion of an unspecified chemotherapy drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.